Manufacturer narrative:
The failure investigation has been completed and the touchscreen issues were verified. Functional testing was performed and no failure was identified related to the low blood glucose from the customer entry error issue. The information will be used for tracking and trending purposes.

Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose (bg) was 41 mg/dl. Reportedly, low bg was due to user error as the customer over corrected for a food bolus, entering a larger bolus than the food they had consumed. Additional food was consumed to treat the low bg level. Reportedly, customer reverted to insulin pens for alternate insulin therapy.